Event description:
It was alleged that on "several occasions", about 4 or 5 sets were noted to have air in the line to the pt. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 07/06/1998. Five sets were rec'd for evaluation and were found to leak and draw in air at the adapter to pvc tubing due to insufficient solvent being applied during the mfg process. Two issues have been identified that have contributed to this issue. The first issue was a dimensional fit between the adapter and the tubing. The second issue was an assembly technique. The following corrective actions were implemented to address these issues: mfg has implemented a leak test to this engagement. The dimensions of the lower port on the adapter were modified catheter qualified to increase the interference between the adapter and the tubing. All employees have been made aware of this issue, and have been retrained on proper solvent bonding techniques.